Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on (B)(6) 2025, during a brevera breast biopsy procedure, the user experienced a device error during a biopsy. The customer reports that despite rebooting and switching the needle three times, the error would not clear. It is reported that the procedure was aborted due to the device error; however, while removing the needle from the patient's breast, the patient was cut. The user site reports that the patient's cut was treated by the nursing staff who applied ice packs, steri-strips and tegaderm. Additionally, it is reported that the patient left the user site on her own free will and in stable condition. A hologic field service engineer (fse) was dispatched to examine the device and tested that system functionality with the fse's test kit. The fse reports that the system worked with the fse's test kit, and the system is functioning to manufacturer specifications. The fse determined that the reported issue was due to the user sites disposable needles. No further information is.

Manufacturer narrative:
An investigation was conducted: it was reported that on (B)(6), 2025, during a brevera breast biopsy procedure, the user experienced a device error during a biopsy. The customer reports that despite rebooting and switching the needle three times, the error would not clear. It is reported that the procedure was aborted due to the device error, and there was harm to the patient; however, while removing the needle from the patient's breast, the patient was cut. The user site reports that the patient's cut was treated by the nursing staff who applied ice packs, steri-strips and tegaderm. Additionally, it is reported that the patient left the user site on her own free will and in stable condition. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. According to the description of the problem, although the needle was replaced three times, the error was still present. This error indicates that the console cannot achieve the necessary vacuum. Given that the needle was changed three times, the most probable cause is an issue with the filter canister (such as cracks or other damage). However, without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and the device was released meeting all qa specifications.